Event description:
It was reported, a critical alarm was occurring and was confirmed with telemetry. A safe state occurred. The patient came into "in" over the weekend in "obvious withdrawal" and the pump was read this morning and showed it was in safe state. The patient's symptoms were described as "obviously in opioid withdrawal". The patient was admitted for withdrawal symptoms. Logs showed the safe state on (B)(6) 2014. It was noted eri was reading "1 month". The alarm was heard and the symptoms started on (B)(6). The reported symptoms included nausea, vomiting, diarrhea and hot flashes. The pump was used to deliver dilaudid. It was further reported, the patient's last refill was 2014 (B)(6).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(4).